Event description:
Pump runs continuously in flush mode.======================manufacturer response for enteral feeding pump, flexiflo quantum (per site reporter).======================will send replacement pump.